Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for polyethylene synovitis, polywear and instability. Event is serious and is considered moderate. Event is definitely related to device and not related to procedure. Revision of insert has occurred. Doi: (B)(6) 2001, doe: (B)(6) 2018, dor: (B)(6) 2018, (left knee).